Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v126581, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was later reported that the patient was dissatisfied with her hcp (healthcare provider). The patient began to have tailbone and leg pain 10 months ago. The doctor decided to remove the snm therapy so that the patient could have an MRI to diagnose the problem. The patient went to another hcp for diagnosis of the tailbone/leg pain. That hcp decided to do an x-ray prior to the MRI. A fragment of the lead showed up on the x-ray at that time. The doctor told the patient that the lead broke when he was explanting it. He did not tell her that the fragment remained until 3 months after he removed the snm therapy. A CT scan was done rather than an MRI to diagnose the tailbone/leg pain and the problem was found to be a pinched nerve. The patient was extremely disconcerted at the thought that she might never be able to get an MRI in the future. It was also noted that the patient's last name had changed. It was also reported the patient was implanted with interstim for overactive bladder on (B)(6) 2007 and then had device explanted (B)(6) 2013. The patient had problems in her tailbone area and right leg. The device was explanted so that she could have MRI's due to her problems in her tailbone area and right leg. The patient found out that the entire system was not removed and hcp did not tell her that entire system was not removed. The patient noted her hcp says it is still safe for her to have MRI, but hospitals and radiologists in her area will not perform MRI.

Event description:
It was reported that the patient had the system removed at the end of september so she could have a MRI because she was experiencing leg and back pain that the doctor did not believe was related to the device. The patient had an x-ray of her pelvis to see if that would provide some info as to the cause of her pain and it was noted that a portion of the lead was still implanted. The patient was told by her doctor that the lead ¿tore¿ when he was removing the lead. The doctor drew the patient a picture and ¿marked four markers.¿ the patient was upset that the doctor did not tell her sooner, as she could have had the MRI with the assumption she was safe. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v126581, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).